Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed the cartridge and successfully resumed insulin delivery. Customer's blood glucose was 65-261 mg/dl.